Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008 the patient underwent decompression, fusion and instrumentation, l5-s1. Preoperative diagnosis: discogenic pain, l5-s1. Per-op notes: the disc space was entered with 9mm x 26mm provisional spacer. Next the surgeons turned their attention to the patient's left side. The approach was performed in a similar fashion and the transverse interbody approach. The disc space was identified. The nerve root was retracted and protected at all the times. The disc space was entered and using a rotating cutter, the disc material was extracted. Next a size 8mm x 22mm graft was selected. This was filled with rhbmp-2/acs soaked cellulose sponge and bone graft matrix correct bone graft substitute. This was countersunk into the disc spaces and verified in the ap and the lateral fluoroscopic images. Next, the spacer on the patient's right side was extracted and a similar 8mm x 22mm graft was filled with rhbmp-2/acs, bone graft matrix and countersunk into the disc space. It should be noted that the grafts were proceeded by pre bone graft matrix into the anterior disc space.